Event description:
The customer was notified by authorized service personnel (asp) that a code blower temperature high was logged in april. The customer reported that the unit was not in use on a patient. The customer contacted product support and reviewed the blower temperature high diagnostic code per the service manual. The customer states that the air inlet filter had been replaced since then and has had no recurrence of the blower temperature high. The unit is returned to service.